Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: manufacturing facility: leeds (B)(4). Visual examination of the returned components confirms the report. Comments: there is gross wear of the titanium acetabular cup, with approximately 20% of the cup worn through (missing) from the rim up approximately 45 degrees, and encompassing approximately 90 degrees of the circular rim face. There is substantial black material consistent with titanium wear debris on the fixation surface of the cup. The liner is fractured through the hooded portion of the rim, as well as approximately 180 degrees from the hooded feature. There is gross deformation of the liner, with an overall oval shape. The liner has substantial titanium wear debris embedded in the material. A band of this wear debris on the back side of the liner suggests the liner was partially disassociated and rotated within the articular while the metal wear debris was being generated. There is substantial titanium metal transfer on the surface of the femoral head. Based on the location of the wear-through of the cup, it is likely the cup was positioned more vertical than recommended by the surgical technique. Review of device history records identified no manufacturing deviations or anomalies that would have contributed to the reported event. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no further conclusions with the information made available. Corrective action has not been indicated. Monitor via trending sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, disassociation which caused dislocation and metallosis.